Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received with the pink slide insert not visible in the viewing window. The download data indicates the device was deactivated after the completion of the second prime. Upon opening the device, found the release bar was released by the firing flat and the cannula sub assembly was bent and deployed inside the device indicating the chassis sub assembly was not installed correctly. The needle mechanism was reset, after straightening the formed needle, and deployed with no issue.